Event description:
It was alleged that the lightsource burned the drapes. It was reported that there was no injury to the pt.

Event description:
It was alleged that the lightsource burned the drapes. It was reported that there was no injury to the pt.